Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was episodes of noise resulting in oversensing noted on the right ventricular (rv) lead. No intervention was performed to resolve the event and the patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Additional information: b1, b2, b5, d7, h1, h2 and h6.

Event description:
New information was received indicating allegation of lead damage noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing was not confirmed by analysis. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. All damage found is consistent with procedural damage. The reported event of oversensing and loss of capture were not confirmed. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion proximal to the suture sleeve tie impressions breaching the optim sheath only. The cause of the external insulation abrasion is consistent with friction to the device can.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
Additional information received indicated that a loss of capture occurred.

Manufacturer narrative:
Additional information: d10, h3, h6. The reported event of oversensing was not confirmed by analysis. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. All damage found is consistent with procedural damage. The reported event of oversensing was not confirmed. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion proximal to the suture sleeve tie impressions breaching the optim sheath only. The cause of the external insulation abrasion is consistent with friction to the device can.